Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that on the subject meter, they were seeing ¿the apply blood screen and then, with out blood, he was seeing a er5 witha buch ofk dashes at the top followed by a 8¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.